Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and the twist clamp of the minicap transfer set which resulted in a leak. The patient woke up during the night and found the bed wet. The set was no longer connected and not part of the catheter. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing separated form the main body. The reported condition was verified. There were marks inside the tubing indicating the tubing was positioned onto the leg of the female connector. The cause of the condition was undetermined, however, the assembly between the two components is a friction fit and not a solvent bond. A strong tug could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.